Event description:
During the procedure the occlusion balloon deflated. The physician inserted the occlusion balloon into the pt and inflated to occlude the vessel. The occlusion balloon then deflated.